Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer completed the fill tubing step while connected to the pump. The contact stopped the fill tubing process after 15.3 units of insulin had been delivered. The contact reported that the customer's blood glucose (bg) level was 183 (mg/dl) at the time the event was reported. The contact was reminded that the fill tubing process should be completed prior to inserting the site into the body. Later the customer's bg levels were 151 (mg/dl) and the customer was reportedly "doing fine".